Event description:
It was reported that following a pump replacement on (B)(6) 2013, the pump had been primed, but the health care provider (hcp) could not aspirate the catheter. The hcp pushed dye and saw a leak in the catheter, as a myelogram showed infiltrate in the back outside of cerebrospinal fluid (csf). The patient was then brought back on (B)(6) 2013 for a catheter revision, where the intrathecal portion was removed and replaced. It was further noted that the hcp thought the catheter was broken but could not find it. The location of the catheter issue was then noted to be the proximal segment. The information reported made it unclear if the catheter was replaced partially or entirely. Following the revision, inadvertently the entire tubing volume was primed instead of just the catheter volume. The patient was doing okay, but had been a little hypotensive in the post-operative care unit. The hcp indicated the following day of (B)(6) 2013, the patient was doing fine and was discharged home. The patient also required hospitalization as a result of the event, but per reporter the patient was kept overnight per protocol and not because of priming issue. The pump device was used to deliver dilaudid and bupivicaine.

Event description:
Additional information later reported the hcp replaced the pump for normal battery depletion though had 2 years left. Per the reporter the hcp always uses the 5 year mark. The hcp couldn¿t find a tear or anything so the hcp chose to replace the intrathecal segment and splice to existing catheter. It was further noted that on preliminary case, which was the exchange the hcp unhooked the catheter from the pump, couldn¿t aspirate, decided to try and inject, couldn¿t so the hcp then decided to change the catheter 2 days later. The hcp still suspected a catheter break but was not concerned as it was replaced and the patient was getting better therapy now.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).